Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in use on a patient, the staple jammed. As a result, a new stapler was used to complete the procedure. No report of patient harm or injury. Per the customer, the patient's current condition is unknown.